Event description:
It was reported that two days after lead implantation, the patient developed a hematoma with paraparesia. The paralysis was in the legs. The hematoma was removed by the surgeon. The patient was recovering sensations in the two legs including feet and thighs, and was to be sent to a rehabilitation center.

Event description:
Follow up information reported the patient was slowly recovering and the health care provider seemed confident in the patient's recovery. No further information was reported.

Manufacturer narrative:
Product ID (B)(4), lot# 0206023798, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).